Manufacturer narrative:
This report is being submitted to relay additional information: it has been reported that the implant was not removed as reported earlier, but in fact remains implanted at this point.

Event description:
It is reported that the unknown implant was fractured but is not removed. It remains implanted.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that an unknown implant fractured and was removed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4112. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. Previously 0002023141-2019-01206 and 0002023141-2019-01206-1 has been submitted. The reported device was not returned for evaluation. The reported condition of a fractured implant was confirmed based on x-ray analysis of a x ray provided by customer. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history reviews could not be performed since the lot number associated to the unknown item was not provided. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: device remains implanted.

Event description:
No additional or corrected information to report.